Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head became detached in mouth - oral-b brushhead [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2018 it had happened twice in a row with different brushes out of the same packaging of oral-b brushheads, version unknown that the head became detached in his mouth. He stated that he had used the brush for a week and a half. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that he still had the brush heads in question in his possession. He thought that there were 10 brush heads in the package of oral-b power oral care refills precision clean. He stated that there wasn't any damage to the brushes, and this happened to two brushes. No further information was provided.